Event description:
IT WAS REPORTED THAT THIS SPINAL CORD STIMULATION (SCS) PATIENT UNDERWENT THE REPLACEMENT OF THE IMPLANTABLE PULSE GENERATOR (IPG) DUE TO AN UNKNOWN REASON. THE LOCATION OF THE DEVICE IS UNKNOWN. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
It was reported that this Spinal Cord Stimulation (SCS) patient underwent the replacement of the implantable pulse generator (IPG) due to an unknown reason. The location of the device is unknown. No additional information is available at this time.Additional information received indicated the SCS explant procedure was due to charging difficulties with his IPG Postoperatively, the patient is recovering well without complications. In accordance with facility policy, the explanted device was retained by the facility and will not be returned.

Manufacturer narrative:
The device SC-1232, SN: (b)(6) was not returned for analysis; therefore, a technical analysis could not be performed. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on all available information, engineers could not determine the root cause for the complaint, therefore concluded the cause could not be established.Block B3: Approximated based on the date the manufacturer became aware of the event.